Manufacturer narrative:
The device was returned to the MFR in (B)(4) via a distributor. As a result of having investigated a device to the MFR in (B)(4), there was no malfunction. The device was returned to the distributor. We concluded that it is likely to be the problem by the user handling factor. We have no reported device malfunction causing or contributing to reported adverse event from (B)(6) 2011 to present date. If further information is received, we will submit a follow up.

Event description:
On (B)(6) 2011 nidek co., ltd. Obtained the information of some problems below related to gyc-1000 installed at (B)(6) from (B)(4) distributor. The engineer of the distributor said that "output power is unstable and fluctuated. After shooting for a while, the power all of a sudden become very high, and caused over burn, it is very dangerous, one day it might shoot through and caused blindness to the patients. Adverse event by this does not occur.